Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead was planned to be used, however the lead packaging looked porous and not completely sealed. The lead was never given to the physician during surgery. No patient complications have been reported as a result of this event.